Manufacturer narrative:
The patient confirmed that she did not swallow any broken part of the file and there was no hospitalization required. The doctor referred her to a specialist for further treatment. The endodontist indicated that an attempt will be made to retrieve the broken file; he may be able to bypass the file and incorporate this into the final filling. The endodontist also stated that root end surgery is a possibility, in which case the root canal will then require filling; core build up will serve as a foundation for the permanent crown. No product was returned; therefore, no evaluation could be conducted. A review of the DHR indicated that there were no problems found during the production process.

Event description:
A patient stated that during root canal treatment a tf file broke during the procedure and remains in the tooth.